Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for an unrelated routine surgery for a generator battery replacement. During the procedure an insulation abrasion near the proximal pin was noted on the right ventricular lead. The lead was capped (B)(6) 2019 and replaced. The patient was stable and tolerated the procedure well.